Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request"), the second episode of alopecia areata ("rapidly spreading alopecia areata, plaques became large in size") and uterine leiomyoma ("multiple leiomyoma") in a 41-year-old female patient who had essure (batch no. 863567) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, seasonal allergy, parity 2, multiple allergies, nickel sensitivity on (B)(6)2011 and alopecia areata in 1984. Prior to place of the essure inserts, the patient was in good general health and was not being followed for any disorders. Blood tests before essure were normal (except for allergy tests for nickel sulphate). Previously administered products included for an unreported indication: diane 35. Concomitant products included desloratadine since (B)(6)2014. On (B)(6)2011, the patient had essure inserted. In (B)(6), the patient experienced the first episode of alopecia areata ("alopecia areata recurrence late in (B)(6), with appearance of newand larger plaques on the scalp "). On (B)(6)2011, 1 month 27 days after insertion of essure, the patient experienced blood iron decreased ("reduced iron levels at 8 ng/ml"). In (B)(6)2012, the patient experienced the first episode of urinary tract infection ("urinary tract infections"). In (B)(6)2013, the patient experienced fungal infection ("mycosis"), the second episode of urinary tract infection ("urinary tract infection") and eczema ("eczema"). In (B)(6)2014, the patient experienced anxiety disorder ("decompensated psychological state with mixed anxiety-depressive disorder /reactional anxiety") and the first episode of depression ("decompensated psychological state with mixed anxiety-depressive disorder"). In (B)(6)2014, the patient experienced the second episode of alopecia areata (seriousness criteria hospitalization and disability). On (B)(6)2014, the patient experienced fatigue ("physical exhaustion / chronic fatigue"). On (B)(6)2015, the patient experienced ligament sprain ("right midfoot sprain") and stress fracture ("stress fracture"). On (B)(6)2015, the patient experienced the first episode of asthenia ("a constant feeling of saturation with profound asthenia and anhedonia / major asthenia") and anhedonia ("a constant feeling of saturation with profound asthenia and anhedonia"). In (B)(6)2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia / difuse muscle pain"), pernicious anaemia ("pernicious anaemia one year after essure placement"), the second episode of asthenia ("severe asthenia"), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and the second episode of depression ("depressive syndrome"). On (B)(6)2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced insomnia ("insomnia with waking in the second half of the night"), dry eye ("subjective syndrome of dry eyes "), nasopharyngitis ("rhinopharyngitis"), burnout syndrome ("major burn-out"), gastrointestinal motility disorder ("gastrointestinal disturbances with alternating constipation and diarrhoea"), endometrial hyperplasia ("hyperplasia of the endometrium in secretory phase") and skin disorder ("skin disorders"). The patient was treated with venlafaxine (effexor), betamethasone (dermoval [betamethasone]), sertaconazole nitrate (monazol), ferrous sulfate (tardyferon), paracetamol, derinox [naphazoline nitrate,prednisolone], thiovalone, paracetamol (dafalgan), ibuprofen sodium (ibuprofen), cefpodoxime proxetil, helicidine, colecalciferol (uvedose), escitalopram, escitalopram oxalate, alprazolam, escitalopram oxalate (seroplex), venlafaxine, synalar otico (antibio-synalar), folic acid (speciafoldine), prednisone (cortancyl), diclofenac sodium (diclofenac arrow), ferrous sulfate (tardyferon), advil [chlorphenamine maleate,ibuprofen,pseudoephedrine hydrochloride], cystine b6 bailleul (cystine b6), vitamin b12 nos, macrogol, pylera, omeprazole, budesonide w/formoterol fumarate (symbicort), amoxicillin trihydrate (amoxicilline), mometasone furoate (nasonex), levocetirizine, fluticasone furoate (avamys), cloxacillin sodium (orbenine), prednisolone (prednisolone arrow), iron, antibiotics, methylprednisolone sodium succinate (solumedrol), methotrexate, ofloxacin and surgery (hysterectomy, ablation of the uterus and tubes on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal, the last episode of alopecia areata, fatigue, fibromyalgia, myalgia, pernicious anaemia, the last episode of asthenia, rhinitis, sinusitis, pharyngitis, gastrointestinal disorder, the last episode of depression, blood iron decreased, fungal infection, the last episode of urinary tract infection, eczema, anxiety disorder, ligament sprain, stress fracture, anhedonia, insomnia, dry eye, nasopharyngitis, burnout syndrome, gastrointestinal motility disorder, endometrial hyperplasia and skin disorder outcome was unknown. The reporter considered anhedonia, anxiety disorder, blood iron decreased, burnout syndrome, dry eye, eczema, endometrial hyperplasia, fatigue, fibromyalgia, fungal infection, gastrointestinal disorder, gastrointestinal motility disorder, insomnia, ligament sprain, medical device removal, myalgia, nasopharyngitis, pernicious anaemia, pharyngitis, rhinitis, sinusitis, skin disorder, stress fracture, uterine leiomyoma, the first episode of alopecia areata, the first episode of asthenia, the first episode of depression, the first episode of urinary tract infection, the second episode of alopecia areata, the second episode of asthenia, the second episode of depression and the second episode of urinary tract infection to be related to essure. The reporter commented: a few years after placement of the essure device, in (B)(6)2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. Sick leaves from (B)(6)2014 to (B)(6)2016. For (B)(6)-(B)(6), 50% working hours. Patient was on continuous disability leave for 1 year and 9 months. Several physicians noted clear improvement in the patient's health status after removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Abdominal x-ray - on (B)(6)2017: no notable radio-opa beta 2 globulin - on (B)(6)2015: 3.1 % blood albumin - on (B)(6)2015: 67 % blood electrolytes - in (B)(6)2014: normal (normal) blood gastrin (29.4 - 121.0 ng/ml) - on (B)(6)2017: 374.2 ng/ml (elevated) blood iron - on (B)(6)2011: 8 ng/ml (depressed) blood test - on (B)(6)2015: iron deficiency; on an unknown date: normal electrocardiogram - in (B)(6)2014: normal eosinophil count - on (B)(6)2015: 6.6 % haemoglobin - on (B)(6)2015: 12.9 g/dl; in (B)(6)2014: 14.3 g/dl helicobacter test - on (B)(6)2017: negative immunoglobulins - on (B)(6)2015: 9.1 % low density lipoprotein - on(B)(6)2012: 0.98 g/l; on(B)(6)2014: 0.96 g/l mean cell haemoglobin - on (B)(6)2011: 26.3 mcmg; on (B)(6)2016: 26.7 pg; on (B)(6)2017: 23.4 pg mean cell haemoglobin concentration - on (B)(6)2016: 31.5 g/dl mean platelet volume - on (B)(6)2011: 10.6 mc3; on (B)(6)2012: 10.9 mc3 oesophagogastroduodenoscopy - on (B)(6)2016: normal (cont) protein total - on (B)(6)2015: 64 g/l serum ferritin - on (B)(6)2011: 8 ng/ml; on (B)(6)2017: 6.0 ng/ml transferrin saturation - on (B)(6)2016: 18 %; on (B)(6)2017: 7 % then 4.88 mg/l x-ray limb - on (B)(6)2015: result not provided (B)(6)2011, essure was placed, with 3 trailing spires on the right and 4 on the left. (B)(6)2016, pathology examination of a duodenum specimen after oesophagogastroduodenoscopy: duodenal mucosa largely normal with no villous atrophy, granuloma or parasites. Histology: moderately active chronic interstitial inflammation of the gastric antrum with focal interstitial metaplasia in the presence of helicobacter pylori. (B)(6)2017, bilateral salpingectomy with conservative total hysterectomy (due to intolerance to the essure system). Physician noted: insert on left was removed in its entirety, doubts abut right insert, therefore hysterectomy was performed. (B)(6)2017, histological examination performed due to doubts about complete removal: multiple leiomyoma and hyperplasia of the endometrium in secretory phase, but no malignancy. (B)(6)2017, gynecological examination: post operative course uneventful, too early to assess event outcome. (B)(6)2017, radiological check after removal: no notable radio-opaque foreign bodies in the pelvic region and no other abnormalities. (B)(6)2017, consultation at general practitioner: the symptoms appeared to be gradually regressing since removal of the inserts. The patient had stopped taking vitamin b12 and antidepressants in dec [2016]. (B)(6)2017, consultation due to "vitamin b12 deficiency". (B)(6)2017, still very large confluent plaques causing nearly complete alopecia posterior-parietal. Sparse regrowth of white hair present over most plaques. (B)(6)2018, it was noted that "patient's health status had clearly improved since removal of essure inserts. The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 854 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 863567 (production date may-(B)(6), expiration date may-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: information received from lawyer (case became legal). Historical condition ,lab data and indication added. Events added: reduced iron levels, urinary tract infections, mycosis, eczema, decompensated psychological state with mixed anxiety-depressive disorder, rapidly spreading alopecia areata, physical exhaustion, right midfoot sprain, a constant feeling of saturation with profound asthenia and anhedonia, stress fracture, insomnia with waking in the second half of the night, subjective syndrome of dry eyes, rhinopharyngitis, major burn-out, gastrointestinal disturbances with alternating constipation and diarrhea, skin disorders and hyperplasia of the endometrium in secretory phase and multiple leiomyoma. Event pernicious anaemia was deleted since it was rapidly ruled out by physician. However, it was described that patient had this event after insertion (discrepant information). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (ansm, reference number: r1705339) on 07-apr-2017. The most recent information was received on 08-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request"), the second episode of alopecia areata ("rapidly spreading alopecia areata, plaques became large in size") and uterine leiomyoma ("multiple uterine leiomyomas") in a 41-year-old female patient who had essure (batch no. 863567) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, seasonal allergy, parity 2, multiple allergies, nickel sensitivity (moderate) on (B)(6) 2011, alopecia areata in 1984, colonoscopy, hay fever, grass allergy, dust allergy and acaridae allergy. Prior to place of the essure inserts, the patient was in good general health and was not being followed for any disorders. Blood tests before essure were normal (except for allergy tests for nickel sulphate). Previously administered products included for an unreported indication: diane 35. Family history included colon cancer (aunt history, maternal side). Concomitant products included desloratadine since (B)(6) 2014. On (B)(6) -2011, the patient had essure inserted. In 2011, the patient experienced the first episode of alopecia areata ("alopecia areata recurrence late in 2011, with appearance of new and larger plaques on the scalp "). On (B)(6) 2011, 19 days after insertion of essure, the patient experienced oral herpes ("herpes labial"). On (B)(6) 2011, the patient experienced blood iron decreased ("reduced iron levels at 8 ng/ml"). In (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced fungal infection ("mycosis"), the second episode of urinary tract infection ("urinary tract infection") and the first episode of eczema ("eczema"). On (B)(6) -2014, the patient experienced ear infection ("acute right middle otitis"). In (B)(6) 2014, the patient experienced mixed anxiety and depressive disorder ("decompensated psychological state with mixed anxiety-depressive disorder"). In (B)(6) 2014, the patient experienced the second episode of alopecia areata (seriousness criteria hospitalization and disability). On (B)(6) -2014, the patient experienced fatigue ("physical exhaustion / chronic fatigue"). On (B)(6) -2015, the patient experienced ligament sprain ("right midfoot sprain") and stress fracture ("stress fracture"). On (B)(6) 2015, the patient experienced the first episode of asthenia ("asthenia"). On (B)(6) 2015, the patient experienced the second episode of asthenia ("a constant feeling of saturation with profound asthenia and anhedonia / major asthenia") and anhedonia ("a constant feeling of saturation with profound asthenia and anhedonia"). In (B)(6) 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia / diffuse muscle pain"), pernicious anaemia ("pernicious anaemia one year after essure placement"), the third episode of asthenia ("severe asthenia"), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). On (B)(6) 2016, the patient experienced seasonal allergy ("seasonal allergy"). On (B)(6) 2016, the patient experienced the second episode of eczema ("eczema"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced middle insomnia ("insomnia with waking in the second half of the night"), dry eye ("subjective syndrome of dry eyes "), nasopharyngitis ("rhinopharyngitis"), burnout syndrome ("major burn-out"), gastrointestinal motility disorder ("gastrointestinal disturbances with alternating constipation and diarrhoea"), endometrial hyperplasia ("hyperplasia of the endometrium in secretory phase") and skin disorder ("skin disorders"). The patient was treated with venlafaxine (effexor), betamethasone (dermoval [betamethasone]), sertaconazole nitrate (monazol), ferrous sulfate (tardyferon), paracetamol, derinox [naphazoline nitrate,prednisolone], thiovalone, paracetamol (dafalgan), ibuprofen sodium (ibuprofen), cefpodoxime proxetil, helicidine, colecalciferol (uvedose), escitalopram, escitalopram oxalate, alprazolam, escitalopram oxalate (seroplex), venlafaxine, synalar otico (antibio-synalar), folic acid (speciafoldine), prednisone (cortancyl), diclofenac sodium (diclofenac arrow), ferrous sulfate (tardyferon), advil [chlorphenamine maleate,ibuprofen,pseudoephedrine hydrochloride], cystine b6 bailleul (cystine b6), vitamin b12 nos, macrogol, pylera, omeprazole, budesonide w/formoterol fumarate (symbicort), amoxicillin trihydrate (amoxicilline), mometasone furoate (nasonex), levocetirizine, fluticasone furoate (avamys), cloxacillin sodium (orbenine), prednisolone (prednisolone arrow), iron, antibiotics, methylprednisolone sodium succinate (solumedrol), methotrexate, ofloxacin, valaciclovir (zelitrex), aciclovir (zovirax) and surgery (hysterectomy, ablation of the uterus and tubes on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, the last episode of alopecia areata, uterine leiomyoma, fatigue, fibromyalgia, myalgia, pernicious anaemia, the last episode of asthenia, rhinitis, sinusitis, pharyngitis, gastrointestinal disorder, depression, blood iron decreased, fungal infection, the last episode of urinary tract infection, mixed anxiety and depressive disorder, ligament sprain, stress fracture, anhedonia, middle insomnia, dry eye, nasopharyngitis, burnout syndrome, gastrointestinal motility disorder, endometrial hyperplasia, skin disorder, oral herpes, ear infection, asthma, seasonal allergy and the last episode of eczema outcome was unknown. The reporter considered anhedonia, asthma, blood iron decreased, burnout syndrome, depression, dry eye, ear infection, endometrial hyperplasia, fatigue, fibromyalgia, fungal infection, gastrointestinal disorder, gastrointestinal motility disorder, ligament sprain, medical device removal, middle insomnia, mixed anxiety and depressive disorder, myalgia, nasopharyngitis, oral herpes, pernicious anaemia, pharyngitis, rhinitis, seasonal allergy, sinusitis, skin disorder, stress fracture, uterine leiomyoma, the first episode of alopecia areata, the first episode of asthenia, the first episode of eczema, the first episode of urinary tract infection, the second episode of alopecia areata, the second episode of asthenia, the second episode of eczema, the second episode of urinary tract infection and the third episode of asthenia to be related to essure. The reporter commented: a few years after placement of the essure device, in (B)(6) 2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. On (B)(6) 2014 the patient was at that moment satisfied with essures with less abundant menstrual periods, regular cycles, no dysmenorrhea and a decrease in pre-menstrual syndrome. Sick leaves from 26-nov-2014 to 31-aug-2016. For 2016-2017, 50% working hours. Patient was on continuous disability leave for 1 year and 9 months. Several physicians noted clear improvement in the patient's health status after removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Abdominal x-ray - on (B)(6) -2017: no notable radio-opa beta 2 globulin - on (B)(6) -2015: 3.1 % blood albumin - on (B)(6) 2015: 67 % blood electrolytes - in (B)(6) 2014: normal (normal) blood gastrin (29.4 - 121.0 ng/ml) - on (B)(6) 2017: 374.2 ng/ml (elevated) blood iron (13 - 150 ng/ml) - on v-2011: 44 ng/ml (normal); on (B)(6) 2012: 23 ng/ml (normal) blood test - on (B)(6) 2015: iron deficiency; on an unknown date: normal electrocardiogram - in (B)(6) 2014: normal eosinophil count (0 - 500 /mm3) - on (B)(6) 2009: 594 /mm3 (elevated); on (B)(6) 2015: 6.6 % haemoglobin - on (B)(6) 2015: 12.9 g/dl; in (B)(6) 2014: 14.3 g/dl helicobacter test - on (B)(6) 2017: negative human chorionic gonadotropin - on (B)(6) 2011: 0 miu/ml immunoglobulins - on (B)(6) 2015: 9.1 % low density lipoprotein - on (B)(6) 2012: 0.98 g/l; on (B)(6) 2014: 0.96 g/l mean cell haemoglobin - on (B)(6) 2011: 26.3 mcmg; on (B)(6) 2016: 26.7 pg; on (B)(6) 2017: 23.4 pg mean cell haemoglobin concentration - on (B)(6) 2016: 31.5 g/dl mean platelet volume - on (B)(6) 2011: 10.6 mc3 then 10.6 (elevated); on (B)(6) 2012: 10.9 mc3; on (B)(6) 2012: 10.6 (elevated); on (B)(6) 2017: both implants were removed completely. Oesophagogastroduodenoscopy - on (B)(6) 2016: normal (cont) pathology test - on (B)(6) 2016: duodenal mucosa larg protein total - on (B)(6) 2015: 64 g/l serum ferritin - on (B)(6) 2011: 8 ng/ml; on (B)(6) 2017: 6.0 ng/ml transferrin saturation - on 8(B)(6) 2016: 18 %; on (B)(6) 2017: 7 % then 4.88 mg/l x-ray limb - on (B)(6) 2015: right foot metatarsus fracture suspicion; on (B)(6) 2015: no visible recent traumatic lesion; on (B)(6) 2015: no visible recent traumatic lesion 14-oct-2011, essure was placed, with 3 trailing spires on the right and 4 on the left. (B)(6) 2016, pathology examination of a duodenum specimen after oesophagogastroduodenoscopy: duodenal mucosa largely normal with no villous atrophy, granuloma or parasites. Histology: moderately active chronic interstitial inflammation of the gastric antrum with focal interstitial metaplasia in the presence of helicobacter pylori. (B)(6) 2017, bilateral salpingectomy with conservative total hysterectomy (due to intolerance to the essure system). Physician noted: insert on left was removed in its entirety, doubts abut right insert, therefore hysterectomy was performed. (B)(6) 2017, histological examination performed due to doubts about complete removal: multiple leiomyoma and hyperplasia of the endometrium in secretory phase, but no malignancy. (B)(6) 2017, gynecological examination: post operative course uneventful, too early to assess event outcome. (B)(6) 2017, radiological check after removal: no notable radio-opaque foreign bodies in the pelvic region and no other abnormalities. Both implants were removed completely. There werea doubt on right implant removal, so hysterectomy was done. (B)(6) 2017, consultation at general practitioner: the symptoms appeared to be gradually regressing since removal of the inserts. The patient had stopped taking vitamin b12 and antidepressants in (B)(6) [2016]. (B)(6) 2017, consultation due to "vitamin b12 deficiency". (B)(6) 2017, still very large confluent plaques causing nearly complete alopecia posterior-parietal. Sparse regrowth of white hair present over most plaques. (B)(6) 2018, it was noted that "patient's health status had clearly improved since removal of essure inserts". The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 864 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 863567 (production date may-2011, expiration date may-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jul-2018: information received from an attorney via legal: patient's medical history included: allergy to hay, grass, dust and moderate allergy for nickel and acarid. Patient needs to continue contraception method for 3 months. Lab data updated: blood iron ((B)(6) 2012 and (B)(6) 2011): normal, eosinophil count ((B)(6) 2009): elevated, hcg ((B)(6) 2011): 0, mean platelet volume ((B)(6) 2011 and (B)(6) 2012): elevated, pathology test ((B)(6) 2016): duodenal mucosa larg, right foot x-ray ((B)(6) 2015), pelvis x-ray ((B)(6) 2017) showed that both implants were removed completely. Rep causality comment updated (date of 07-jan-2014). In (B)(6) 2015 the patient had a foot torsion of right foot the night before while dancing. However, x-ray performed on (B)(6) 2015 and (B)(6) 2015 showed no visible recent traumatic lesion. New events added: herpes labial, acute right middle otitis, asthenia ((B)(6) 2015), asthmatic bronchitis, seasonal allergy and eczema. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1705339) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request"), the second episode of alopecia areata ("rapidly spreading alopecia areata, plaques became large in size"), uterine leiomyoma ("multiple uterine leiomyomas"), pernicious anaemia ("a possible anemia of biermer/ pernicious anaemia one year after essure placement") and the third episode of asthenia ("severe asthenia") in a 41-year-old female patient who had essure (batch no. 863567) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, seasonal allergy, parity 2, multiple allergies, nickel sensitivity (moderate) on 30-jun-2011, alopecia areata in 1984, colonoscopy, hay fever, grass allergy, dust allergy and acaridae allergy. Prior to place of the essure inserts, the patient was in good general health and was not being followed for any disorders. Blood tests before essure were normal (except for allergy tests for nickel sulphate). Previously administered products included for an unreported indication: diane 35. Family history included colon cancer (aunt history, maternal side). Concomitant products included desloratadine since 23-jul-2014. In 2011, the patient experienced the first episode of alopecia areata ("alopecia areata recurrence late in 2011, with appearance of newand larger plaques on the scalp"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 19 days after insertion of essure, the patient experienced oral herpes ("herpes labial"). On (B)(6) 2011, the patient experienced blood iron decreased ("reduced iron levels at 8 ng/ml"). In (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced fungal infection ("mycosis"), the second episode of urinary tract infection ("urinary tract infection") and the first episode of eczema ("eczema"). In 2014, the patient experienced dyspepsia ("digestive muscle disorder"). On 23-jun-2014, the patient experienced otitis media acute ("acute right middle otitis"). In november 2014, the patient experienced mixed anxiety and depressive disorder ("decompensated psychological state with mixed anxiety-depressive disorder"). In (B)(6) 2014, the patient experienced the second episode of alopecia areata (seriousness criteria hospitalization and disability). On (B)(6) 2014, the patient experienced fatigue ("physical exhaustion / chronic fatigue"). On (B)(6) 2015, the patient experienced ligament sprain ("right midfoot sprain") and stress fracture ("stress fracture"). On (B)(6)2015, the patient experienced the first episode of asthenia ("asthenia"). On (B)(6)2015, the patient experienced the second episode of asthenia ("a constant feeling of saturation with profound asthenia and anhedonia / major asthenia") and anhedonia ("a constant feeling of saturation with profound asthenia and anhedonia"). In 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant), anaemia ("anaemia on gastritis") and gastritis ("anaemia on gastritis"). In october 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia / difuse muscle pain"), the third episode of asthenia (seriousness criterion medically significant), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On 20-jun-2016, the patient experienced asthma ("asthmatic bronchitis"). On 20-jul-2016, the patient experienced seasonal allergy ("seasonal allergy"). On 21-oct-2016, the patient experienced the second episode of eczema ("eczema"). On 5-mar-2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On 6-mar-2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced middle insomnia ("insomnia with waking in the second half of the night"), dry eye ("subjective syndrome of dry eyes "), nasopharyngitis ("rhinopharyngitis"), burnout syndrome ("major burn-out"), gastrointestinal motility disorder ("gastrointestinal disturbances with alternating constipation and diarrhoea"), endometrial hyperplasia ("hyperplasia of the endometrium in secretory phase") and skin disorder ("skin disorders"). The patient was treated with venlafaxine (effexor), betamethasone (dermoval [betamethasone]), sertaconazole nitrate (monazol), ferrous sulfate (tardyferon), paracetamol, derinox [naphazoline nitrate,prednisolone], thiovalone, paracetamol (dafalgan), ibuprofen sodium (ibuprofen), cefpodoxime proxetil, helicidine, colecalciferol (uvedose), escitalopram, escitalopram oxalate, alprazolam, escitalopram oxalate (seroplex), venlafaxine, synalar otico (antibio-synalar), folic acid (speciafoldine), prednisone (cortancyl), diclofenac sodium (diclofenac arrow), ferrous sulfate (tardyferon), advil [chlorphenamine maleate,ibuprofen,pseudoephedrine hydrochloride], cystine b6 bailleul (cystine b6), vitamin b12 nos, macrogol, pylera, omeprazole, budesonide w/formoterol fumarate (symbicort), amoxicillin trihydrate (amoxicilline), mometasone furoate (nasonex), levocetirizine, fluticasone furoate (avamys), cloxacillin sodium (orbenine), prednisolone (prednisolone arrow), iron, antibiotics, methylprednisolone sodium succinate (solumedrol), methotrexate, ofloxacin, valaciclovir (zelitrex), aciclovir (zovirax), ibuprofen (advil) and surgery (hysterectomy, ablation of the uterus and tubes on 05-mar-2017). Essure was removed on 5-mar-2017. At the time of the report, the medical device removal, the last episode of alopecia areata, uterine leiomyoma, pernicious anaemia, fatigue, ligament sprain, fibromyalgia, myalgia, the last episode of asthenia, sinusitis, pharyngitis, gastrointestinal disorder, blood iron decreased, fungal infection, the last episode of urinary tract infection, mixed anxiety and depressive disorder, stress fracture, anhedonia, middle insomnia, dry eye, nasopharyngitis, burnout syndrome, gastrointestinal motility disorder, endometrial hyperplasia, skin disorder, oral herpes, otitis media acute, asthma, seasonal allergy, the last episode of eczema, dyspepsia, anaemia and gastritis outcome was unknown and the rhinitis and depression was resolving. The reporter considered anaemia, anhedonia, asthma, blood iron decreased, burnout syndrome, depression, dry eye, dyspepsia, endometrial hyperplasia, fatigue, fibromyalgia, fungal infection, gastritis, gastrointestinal disorder, gastrointestinal motility disorder, ligament sprain, medical device removal, middle insomnia, mixed anxiety and depressive disorder, myalgia, nasopharyngitis, oral herpes, otitis media acute, pernicious anaemia, pharyngitis, rhinitis, seasonal allergy, sinusitis, skin disorder, stress fracture, uterine leiomyoma, the first episode of alopecia areata, the first episode of asthenia, the first episode of eczema, the first episode of urinary tract infection, the second episode of alopecia areata, the second episode of asthenia, the second episode of eczema, the second episode of urinary tract infection and the third episode of asthenia to be related to essure. The reporter commented: a few years after placement of the essure device, in oct-2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. On 07-jan-2014 the patient was at that moment satisfied with essures with less abundant menstrual periods, regular cycles, no dysmenorrhea and a decrease in pre-menstrual syndrome. Sick leaves from 26-nov-2014 to 31-aug-2016. For 2016-2017, 50% working hours. Patient was on continuous disability leave for 1 year and 9 months. Several physicians noted clear improvement in the patient's health status after removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Abdominal x-ray - on (B)(6)2017: no notable radio-opa beta 2 globulin - on (B)(6)-2015: 3.1 % blood albumin - on (B)(6)2015: 67 % blood electrolytes - in december 2014: normal (normal) blood gastrin (29.4 - 121.0 ng/ml) - on 15-feb-2017: 374.2 ng/ml (elevated) blood iron (13 - 150 ng/ml) - on 10-dec-2011: 44 ng/ml (normal); on 27-apr-2012: 23 ng/ml (normal) blood test - on 19-nov-2015: iron deficiency; on an unknown date: normal electrocardiogram - in december 2014: normal eosinophil count (0 - 500 /mm3) - on 27-oct-2009: 594 /mm3 (elevated); on 1-apr-2015: 6.6 % haemoglobin - on 19-nov-2015: 12.9 g/dl; in december 2014: 14.3 g/dl helicobacter test - on 15-feb-2017: negative human chorionic gonadotropin - on 12-oct-2011: 0 miu/ml immunoglobulins - on 26-jan-2015: 9.1 % low density lipoprotein - on 2-jul-2012: 0.98 g/l; on 20-dec-2014: 0.96 g/l mean cell haemoglobin - on 10-dec-2011: 26.3 mcmg; on 8-mar-2016: 26.7 pg; on 14-feb-2017: 23.4 pg mean cell haemoglobin concentration - on 8-mar-2016: 31.5 g/dl mean platelet volume - on 10-dec-2011: 10.6 mc3 then 10.6 (elevated); on 27-apr-2012: 10.9 mc3; on 2-jul-2012: 10.6 (elevated); on (B)(6) 2017: both implants were removed completely. Oesophagogastroduodenoscopy - on 6-jan-2016: normal (cont) pathology test - on 26-jan-2016: duodenal mucosa larg protein total - on (B)(6) 2015: 64 g/l serum ferritin - on (B)(6) 2011: 8 ng/ml; on 14-feb-2017: 6.0 ng/ml transferrin saturation - on 8-mar-2016: 18 %; on (B)(6) 2017: 7 % then 4.88 mg/l x-ray limb - on (B)(6) 2015: right foot metatarsus fracture suspicion; on 27-mar-2015: no visible recent traumatic lesion; on 15-jun-2015: no visible recent traumatic lesion 14-oct-2011, essure was placed, with 3 trailing spires on the right and 4 on the left. 26-jan-2016, pathology examination of a duodenum specimen after oesophagogastroduodenoscopy: duodenal mucosa largely normal with no villous atrophy, granuloma or parasites. Histology: moderately active chronic interstitial inflammation of the gastric antrum with focal interstitial metaplasia in the presence of helicobacter pylori. 03-mar-2017, bilateral salpingectomy with conservative total hysterectomy (due to intolerance to the essure system). Physician noted: insert on left was removed in its entirety, doubts abut right insert, therefore hysterectomy was performed. 06mar-2017, histological examination performed due to doubts about complete removal: multiple leiomyoma and hyperplasia of the endometrium in secretory phase, but no malignancy. 20-apr-2017, gynecological examination: post operative course uneventful, too early to assess event outcome. 23-may-2017, radiological check after removal: no notable radio-opaque foreign bodies in the pelvic region and no other abnormalities. Both implants were removed completely. There werea doubt on right implant removal, so hysterectomy was done. 01-jun-2017, consultation at general practitioner: the symptoms appeared to be gradually regressing since removal of the inserts. The patient had stopped taking vitamin b12 and antidepressants in dec [2016]. 02-jun-2017, consultation due to "vitamin b12 deficiency". 26-jun-2017, still very large confluent plaques causing nearly complete alopecia posterior-parietal. Sparse regrowth of white hair present over most plaques. 19-feb-2018, it was noted that "patient's health status had clearly improved since removal of essure inserts". The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 20-jul-2018 for the following meddra pt: medical device removal: 875 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 863567 (production date may-2011, expiration date may-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from the patient via the social media.the patient had to consult due to anaemia on gastritis, which evoked without definitive conclusion, a possible anemia of biermer and an important alopecia areata in 2015 (justifying a prescription by corticoids, then methotrexate - the patient having finally chosen to turn to a naturopath). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request"), the second episode of alopecia areata ("rapidly spreading alopecia areata, plaques became large in size"), uterine leiomyoma ("multiple uterine leiomyomas"), pernicious anaemia ("a possible anemia of biermer/ pernicious anaemia one year after essure placement"), the third episode of asthenia ("severe asthenia") and subcutaneous abscess ("ear abscesses") in a 41-year-old female patient who had essure (batch no. 863567) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, seasonal allergy, parity 2, multiple allergies, nickel sensitivity (moderate) on (B)(6)2011, alopecia areata in 1984, colonoscopy, hay fever, grass allergy, dust allergy, acaridae allergy and positive skin test (skin reaction of low intensity, may be with a discrete erythema, following patch test). Prior to place of the essure inserts, the patient was in good general health and was not being followed for any disorders. Blood tests before essure were normal (except for allergy tests for nickel sulphate). Patient did not contraindicate insertion of the device when the test showed reaction of low intensity. (B)(6)2011, essure was placed, with 3 trailing spires on the right and 4 on the left. Previously administered products included for an unreported indication: diane 35 from 2004 to 2011 and mirena. Past adverse reactions to the above products included alopecia with mirena. Family history included colon cancer (aunt history, maternal side). Concomitant products included desloratadine since (B)(6)2014. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced the first episode of alopecia areata ("alopecia areata recurrence late in 2011, with appearance of new and larger plaques on the scalp"). On (B)(6)2011, the patient experienced oral herpes ("herpes labial"), 19 days after insertion of essure. On(B)(6)2011, the patient was found to have blood iron decreased ("reduced iron levels at 8 ng/ml"). In january 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infections") and fungal infection ("mycosis"). On (B)(6)2013, the patient experienced sinusitis ("recurrent pharyngitis/sinusitis"). In 2013, the patient experienced subcutaneous abscess (seriousness criterion medically significant) and laryngitis ("laryngitis"). In july 2013, the patient experienced the second episode of urinary tract infection ("urinary tract infection") and the first episode of eczema ("eczema"). In 2014, the patient experienced dyspepsia ("digestive muscle disorder"). On (B)(6)2014, the patient experienced otitis media acute ("acute right middle otitis"). In november 2014, the patient experienced mixed anxiety and depressive disorder ("decompensated psychological state with mixed anxiety-depressive disorder"). In december 2014, the patient experienced the second episode of alopecia areata (seriousness criteria hospitalization and disability). On (B)(6)2014, the patient experienced fatigue ("physical exhaustion / chronic fatigue"). On(B)(6)2015, the patient experienced ligament sprain ("right midfoot sprain") and stress fracture ("stress fracture"). On (B)(6)2015, the patient experienced the first episode of asthenia ("asthenia"). On(B)(6)2015, the patient experienced the second episode of asthenia ("a constant feeling of saturation with profound asthenia and anhedonia / major asthenia") and anhedonia ("a constant feeling of saturation with profound asthenia and anhedonia"). In 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant), anaemia ("anaemia on gastritis") and gastritis ("anaemia on gastritis"). In october 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia / diffuse muscle pain"), the third episode of asthenia (seriousness criterion medically significant), rhinitis ("rhinitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On (B)(6)2016, the patient experienced asthma ("asthmatic bronchitis"). On (B)(6)2016, the patient experienced seasonal allergy ("seasonal allergy"). On (B)(6)2016, the patient experienced the second episode of eczema ("eczema"). On (B)(6)2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced middle insomnia ("insomnia with waking in the second half of the night"), dry eye ("subjective syndrome of dry eyes "), nasopharyngitis ("rhinopharyngitis"), burnout syndrome ("major burn-out"), gastrointestinal motility disorder ("gastrointestinal disturbances with alternating constipation and diarrhoea"), endometrial hyperplasia ("hyperplasia of the endometrium in secretory phase"), skin disorder ("skin disorders") and vision blurred ("blurred vision"). The patient was treated with aciclovir, alprazolam, amoxicillin (amoxicilline), antibiotics, betamethasone (dermoval), bismuth subcitrate potassium;metronidazole;tetracycline hydrochloride (pylera), budesonide;formoterol fumarate (symbicort), cefpodoxime proxetil, chlorhexidine;tixocortol, chlorphenamine maleate;ibuprofen;phenylephrine hydrochloride, cloxacillin sodium (orbenine), colecalciferol (uvedose), cystine;pyridoxine hydrochloride (cystine b6), diclofenac, escitalopram, escitalopram oxalate, escitalopram oxalate (seroplex), ferrous sulfate (tardyferon), fluocinolone acetonide;neomycin sulfate;polymyxin b sulfate (antibio-synalar), fluticasone furoate (avamys), folic acid (speciafoldine), helicidine, ibuprofen, ibuprofen sodium (ibuprofen), iron, levocetirizine, macrogol, methotrexate, methylprednisolone sodium succinate (solumedrol), mometasone furoate (nasonex), naphazoline nitrate;prednisolone (derinox), ofloxacin, omeprazole, paracetamol, paracetamol (dafalgan), prednisolone (prednisolone arrow), prednisone (cortancyl), sertaconazole nitrate (monazol), valaciclovir hydrochloride (zelitrex), venlafaxine, venlafaxine hydrochloride (effexor), vitamin b12 nos and surgery (hysterectomy, ablation of the uterus and tubes on (B)(6)2017). Essure was removed on (B)(6)2017. In july 2013, the fungal infection had resolved. In 2014, the subcutaneous abscess and laryngitis had resolved. In january 2015, the sinusitis had resolved. At the time of the report, the medical device removal, the last episode of alopecia areata, uterine leiomyoma, pernicious anaemia, fatigue, ligament sprain, fibromyalgia, myalgia, the last episode of asthenia, pharyngitis, gastrointestinal disorder, blood iron decreased, the last episode of urinary tract infection, mixed anxiety and depressive disorder, stress fracture, anhedonia, middle insomnia, dry eye, nasopharyngitis, burnout syndrome, gastrointestinal motility disorder, endometrial hyperplasia, skin disorder, oral herpes, otitis media acute, asthma, seasonal allergy, the last episode of eczema, dyspepsia, anaemia, gastritis and vision blurred outcome was unknown and the rhinitis and depression was resolving. The reporter considered anaemia, anhedonia, asthma, blood iron decreased, burnout syndrome, depression, dry eye, dyspepsia, endometrial hyperplasia, fatigue, fibromyalgia, fungal infection, gastritis, gastrointestinal disorder, gastrointestinal motility disorder, laryngitis, ligament sprain, medical device removal, middle insomnia, mixed anxiety and depressive disorder, myalgia, nasopharyngitis, oral herpes, otitis media acute, pernicious anaemia, pharyngitis, rhinitis, seasonal allergy, sinusitis, skin disorder, stress fracture, subcutaneous abscess, uterine leiomyoma, vision blurred, the first episode of alopecia areata, the first episode of asthenia, the first episode of eczema, the first episode of urinary tract infection, the second episode of alopecia areata, the second episode of asthenia, the second episode of eczema, the second episode of urinary tract infection and the third episode of asthenia to be related to essure. The reporter commented: a few years after placement of the essure device, in oct-2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. On (B)(6)2014 the patient was at that moment satisfied with essures with less abundant menstrual periods, regular cycles, no dysmenorrhea and a decrease in pre-menstrual syndrome. Sick leaves from (B)(6)2014 to (B)(6)2016. For 2016-2017, 50% working hours. Patient was on continuous disability leave for 1 year and 9 months. Several physicians noted clear improvement in the patient's health status after removal of the inserts. (B)(6)2017, bilateral salpingectomy with conservative total hysterectomy (due to intolerance to the essure system). Physician noted: insert on left was removed in its entirety, doubts abut right insert, therefore hysterectomy was performed. (B)(6)2017, radiological check after removal: no notable radio-opaque foreign bodies in the pelvic region and no other abnormalities. Both implants were removed completely. There werea doubt on right implant removal, so hysterectomy was done. (B)(6)2017, consultation at general practitioner: the symptoms appeared to be gradually regressing since removal of the inserts. The patient had stopped taking vitamin b12 and antidepressants in dec-2016. (B)(6)2017, consultation due to "vitamin b12 deficiency". (B)(6)2017, still very large confluent plaques causing nearly complete alopecia posterior-parietal. Sparse regrowth of white hair present over most plaques. (B)(6)2018, it was noted that "patient's health status had clearly improved since removal of essure inserts". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Abdominal x-ray - on (B)(6)2017: results: no notable radio-opa. Beta 2 globulin (%) - on (B)(6)2015: 3.1 %. Blood albumin (%) - on (B)(6)2015: 67 %. Blood electrolytes - in december 2014: assessment: normal results: normal. Blood gastrin (29.4 - 121.0 ng/ml) - on (B)(6)2017: 374.2 ng/ml. Blood iron (13 - 150 ng/ml) - on (B)(6)2011: 44 ng/ml; on(B)(6)2012: 23 ng/ml. Blood test - on an unknown date: assessment: normal; on (B)(6)2015: results: iron deficiency. Electrocardiogram - in december 2014: results: normal. Eosinophil count (%) - on(B)(6)2015: 6.6 %; on 27-oct-2009: 594 /mm3. Gynaecological examination - on (B)(6)2017: post operative course uneventful, too early to assess event outcome.. Haemoglobin (g/dl) - in december 2014: 14.3 g/dl; on 19-nov-2015: 12.9 g/dl. Helicobacter test - on (B)(6)2017: results: negative. Histology - on (B)(6)2017: multiple leiomyoma and hyperplasia of the endometrium in secretory phase, but no malignancy.. Human chorionic gonadotropin (miu/ml) - on (B)(6)2011: 0 miu/ml. Immunoglobulins (%) - on (B)(6)2015: 9.1 %. Low density lipoprotein (g/l) - on (B)(6)2012: 0.98 g/l; on (B)(6)2014: 0.96 g/l. Mean cell haemoglobin - on (B)(6)2011: results: 26.3 mcmg; on (B)(6)2016: 26.7 pg; on (B)(6) 2017: 23.4 pg. Mean cell haemoglobin concentration (g/dl) - on (B)(6)2016: 31.5 g/dl. Mean platelet volume - on (B)(6)2011: results: 10.6 mc3; on (B)(6)2012: results: 10.9 mc3; on (B)(6)2011: assessment: elevated results: 10.6; on (B)(6)2012: assessment: elevated results: 10.6; on(B)(6)2017: results: both implants were removed completely.. Oesophagogastroduodenoscopy - on (B)(6)2016: results: normal (cont). Pathology test - on (B)(6)2016: results: duodenal mucosa larg; on (B)(6)2016: pathology examination of a duodenum specimen after oesophagogastroduodenoscopy: duodenal mucosa largely normal with no villous atrophy, granuloma or parasites. Histology: moderately active chronic interstitial inflammation of the gastric antrum with focal interstitial metaplasia in the presence of helicobacter pylori.. Protein total (65 - 80 g/l) - on(B)(6)2015: 64 g/l. Serum ferritin (ng/ml) - on (B)(6)2011: 8 ng/ml; on(B)(6)2017: 6.0 ng/ml. Skin test - on an unknown date: results: skin reaction of low intensity,discrete erythema. Transferrin saturation (%) - on (B)(6)2016: 18 %; on (B)(6)2017: 7 %; on (B)(6)2017: 4.88 mg/l. X-ray limb - on (B)(6)2015: results: right foot metatarsus fracture suspicion; on (B)(6) 2015: results: no visible recent traumatic lesion; on (B)(6)2015: results: no visible recent traumatic lesion. Quality-safety evaluation of ptc: lot number 863567 (production date may-2011, expiration date may-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: information received from a expert: new events added: blurred vision, ear abscesses, laryngitis. Event sinusitis in oct-2015 was deleted. Past drug history updated. Onset date of sinusitis and mycosis were updated. No other new medical information was provided. Case closed. The expert has excluded all possibility of the alleged problems being linked to the essure medical implants. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request"), the second episode of alopecia areata ("rapidly spreading alopecia areata, plaques became large in size"), uterine leiomyoma ("multiple uterine leiomyomas"), pernicious anaemia ("a possible anemia of biermer/ pernicious anaemia one year after essure placement") and the third episode of asthenia ("severe asthenia") in a 41-year-old female patient who had essure (batch no. 863567) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, seasonal allergy, parity 2, multiple allergies, nickel sensitivity (moderate) on (B)(6) 2011, alopecia areata in 1984, colonoscopy, hay fever, grass allergy, dust allergy, acaridae allergy and positive skin test (skin reaction of low intensity, may be with a discrete erythema, following patch test). Prior to place of the essure inserts, the patient was in good general health and was not being followed for any disorders. Blood tests before essure were normal (except for allergy tests for nickel sulphate). Patient did not contraindicate insertion of the device when the test showed reaction of low intensity. Previously administered products included for an unreported indication: diane 35. Family history included colon cancer (aunt history, maternal side). Concomitant products included desloratadine since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of alopecia areata ("alopecia areata recurrence late in 2011, with appearance of new and larger plaques on the scalp"). On (B)(6) 2011, 19 days after insertion of essure, the patient experienced oral herpes ("herpes labial"). On (B)(6) 2011, the patient experienced blood iron decreased ("reduced iron levels at 8 ng/ml"). In (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced fungal infection ("mycosis"), the second episode of urinary tract infection ("urinary tract infection") and the first episode of eczema ("eczema"). In 2014, the patient experienced dyspepsia ("digestive muscle disorder"). On (B)(6) 2014, the patient experienced otitis media acute ("acute right middle otitis"). In (B)(6) 2014, the patient experienced mixed anxiety and depressive disorder ("decompensated psychological state with mixed anxiety-depressive disorder"). In (B)(6) 2014, the patient experienced the second episode of alopecia areata (seriousness criteria hospitalization and disability). On (B)(6) 2014, the patient experienced fatigue ("physical exhaustion / chronic fatigue"). On (B)(6) 2015, the patient experienced ligament sprain ("right midfoot sprain") and stress fracture ("stress fracture"). On (B)(6) 2015, the patient experienced the first episode of asthenia ("asthenia"). On (B)(6) 2015, the patient experienced the second episode of asthenia ("a constant feeling of saturation with profound asthenia and anhedonia / major asthenia") and anhedonia ("a constant feeling of saturation with profound asthenia and anhedonia"). In 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant), anaemia ("anaemia on gastritis") and gastritis ("anaemia on gastritis"). In (B)(6) 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia / diffuse muscle pain"), the third episode of asthenia (seriousness criterion medically significant), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). On (B)(6) 2016, the patient experienced seasonal allergy ("seasonal allergy"). On (B)(6) 2016, the patient experienced the second episode of eczema ("eczema"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced middle insomnia ("insomnia with waking in the second half of the night"), dry eye ("subjective syndrome of dry eyes "), nasopharyngitis ("rhinopharyngitis"), burnout syndrome ("major burn-out"), gastrointestinal motility disorder ("gastrointestinal disturbances with alternating constipation and diarrhoea"), endometrial hyperplasia ("hyperplasia of the endometrium in secretory phase") and skin disorder ("skin disorders"). The patient was treated with venlafaxine (effexor), betamethasone (dermoval [betamethasone]), sertaconazole nitrate (monazol), ferrous sulfate (tardyferon), paracetamol, derinox [naphazoline nitrate,prednisolone], thiovalone, paracetamol (dafalgan), ibuprofen sodium (ibuprofen), cefpodoxime proxetil, helicidine, colecalciferol (uvedose), escitalopram, escitalopram oxalate, alprazolam, escitalopram oxalate (seroplex), venlafaxine, synalar otico (antibio-synalar), folic acid (speciafoldine), prednisone (cortancyl), diclofenac sodium (diclofenac arrow), ferrous sulfate (tardyferon), advil [chlorphenamine maleate,ibuprofen,pseudoephedrine hydrochloride], cystine b6 bailleul (cystine b6), vitamin b12 nos, macrogol, pylera, omeprazole, budesonide w/formoterol fumarate (symbicort), amoxicillin trihydrate (amoxicilline), mometasone furoate (nasonex), levocetirizine, fluticasone furoate (avamys), cloxacillin sodium (orbenine), prednisolone (prednisolone arrow), iron, antibiotics, methylprednisolone sodium succinate (solumedrol), methotrexate, ofloxacin, valaciclovir (zelitrex), aciclovir (zovirax), ibuprofen (advil) and surgery (hysterectomy, ablation of the uterus and tubes on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, the last episode of alopecia areata, uterine leiomyoma, pernicious anaemia, fatigue, ligament sprain, fibromyalgia, myalgia, the last episode of asthenia, sinusitis, pharyngitis, gastrointestinal disorder, blood iron decreased, fungal infection, the last episode of urinary tract infection, mixed anxiety and depressive disorder, stress fracture, anhedonia, middle insomnia, dry eye, nasopharyngitis, burnout syndrome, gastrointestinal motility disorder, endometrial hyperplasia, skin disorder, oral herpes, otitis media acute, asthma, seasonal allergy, the last episode of eczema, dyspepsia, anaemia and gastritis outcome was unknown and the rhinitis and depression was resolving. The reporter considered anaemia, anhedonia, asthma, blood iron decreased, burnout syndrome, depression, dry eye, dyspepsia, endometrial hyperplasia, fatigue, fibromyalgia, fungal infection, gastritis, gastrointestinal disorder, gastrointestinal motility disorder, ligament sprain, medical device removal, middle insomnia, mixed anxiety and depressive disorder, myalgia, nasopharyngitis, oral herpes, otitis media acute, pernicious anaemia, pharyngitis, rhinitis, seasonal allergy, sinusitis, skin disorder, stress fracture, uterine leiomyoma, the first episode of alopecia areata, the first episode of asthenia, the first episode of eczema, the first episode of urinary tract infection, the second episode of alopecia areata, the second episode of asthenia, the second episode of eczema, the second episode of urinary tract infection and the third episode of asthenia to be related to essure. The reporter commented: a few years after placement of the essure device, in (B)(6) 2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. On (B)(6) 2014 the patient was at that moment satisfied with essures with less abundant menstrual periods, regular cycles, no dysmenorrhea and a decrease in pre-menstrual syndrome. Sick leaves from (B)(6) 2014 to (B)(6) 2016. For 2016-2017, 50% working hours. Patient was on continuous disability leave for 1 year and 9 months. Several physicians noted clear improvement in the patient's health status after removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Abdominal x-ray - on (B)(6) 2017: no notable radio-opa. Beta 2 globulin - on (B)(6) 2015: 3.1 %. Blood albumin - on (B)(6) 2015: 67 %. Blood electrolytes - in (B)(6) 2014: normal (normal). Blood gastrin (29.4 - 121.0 ng/ml) - on (B)(6) 2017: 374.2 ng/ml (elevated). Blood iron (13 - 150 ng/ml) - on (B)(6) 2011: 44 ng/ml (normal); on (B)(6) 2012: 23 ng/ml (normal). Blood test - on (B)(6) 2015: iron deficiency; on an unknown date: normal. Electrocardiogram - in (B)(6) 2014: normal. Eosinophil count (0 - 500 /mm3) - on (B)(6) 2009: 594 /mm3 (elevated); on (B)(6) 2015: 6.6 %. Haemoglobin - on (B)(6) 2015: 12.9 g/dl; in (B)(6) 2014: 14.3 g/dl. Helicobacter test - on (B)(6) 2017: negative. Human chorionic gonadotropin - on (B)(6) 2011: 0 miu/ml. Immunoglobulins - on (B)(6) 2015: 9.1 %. Low density lipoprotein - on (B)(6) 2012: 0.98 g/l; on (B)(6) 2014: 0.96 g/l. Mean cell haemoglobin - on (B)(6) 2011: 26.3 mcmg; on (B)(6) 2016: 26.7 pg; on (B)(6) 2017: 23.4 pg. Mean cell haemoglobin concentration - on (B)(6) 2016: 31.5 g/dl. Mean platelet volume - on (B)(6) 2011: 10.6 mc3 then 10.6 (elevated); on (B)(6) 2012: 10.9 mc3; on (B)(6) 2012: 10.6 (elevated); on (B)(6) 2017: both implants were removed completely. Oesophagogastroduodenoscopy - on (B)(6) 2016: normal (cont). Pathology test - on (B)(6) 2016: duodenal mucosa larg. Protein total - on (B)(6) 2015: 64 g/l. Serum ferritin - on (B)(6) 2011: 8 ng/ml; on (B)(6) 2017: 6.0 ng/ml. Skin test - on an unknown date: skin reaction of low intensity,discrete erythema. Transferrin saturation - on (B)(6) 2016: 18 %; on (B)(6) 2017: 7 % then 4.88 mg/l. X-ray limb - on (B)(6) 2015: right foot metatarsus fracture suspicion; on (B)(6) 2015: no. Visible recent traumatic lesion; on (B)(6) 2015: no visible recent traumatic lesion. (B)(6) 2011, essure was placed, with 3 trailing spires on the right and 4 on the left. (B)(6) 2016, pathology examination of a duodenum specimen after oesophagogastroduodenoscopy: duodenal mucosa largely normal with no villous atrophy, granuloma or parasites. Histology: moderately active chronic interstitial inflammation of the gastric antrum with focal interstitial metaplasia in the presence of helicobacter pylori. (B)(6) 2017, bilateral salpingectomy with conservative total hysterectomy (due to intolerance to the essure system). Physician noted: insert on left was removed in its entirety, doubts abut right insert, therefore hysterectomy was performed. (B)(6) 2017, histological examination performed due to doubts about complete removal: multiple leiomyoma and hyperplasia of the endometrium in secretory phase, but no malignancy. (B)(6) 2017, gynecological examination: post operative course uneventful, too early to assess event outcome. (B)(6) 2017, radiological check after removal: no notable radio-opaque foreign bodies in the pelvic region and no other abnormalities. Both implants were removed completely. There were a doubt on right implant removal, so hysterectomy was done. (B)(6) 2017, consultation at general practitioner: the symptoms appeared to be gradually regressing since removal of the inserts. The patient had stopped taking vitamin b12 and antidepressants in dec [2016]. (B)(6) 2017, consultation due to "vitamin b12 deficiency". (B)(6) 2017, still very large confluent plaques causing nearly complete alopecia posterior-parietal. Sparse regrowth of white hair present over most plaques. (B)(6) 2018, it was noted that "patient's health status had clearly improved since removal of essure inserts". Quality-safety evaluation of ptc: lot number 863567 (production date (B)(6) 2011, expiration date (B)(6) 2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2018: information received from a physician: the patient had skin reaction of low intensity following patch test, maybe with a discrete erythema (added as patient's historical condition and lab data). She usually did not contraindicate insertion of the device when the test showed reaction of low intensity (added in the patient notes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request") in a (B)(6) female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and seasonal allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia"), pernicious anaemia ("pernicious anaemia one year after essure placement"), alopecia areata ("alopecia areata"), asthenia ("severe asthenia"), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On (B)(6) 2017, 5 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with venlafaxine (effexor) and surgery (hysterectomy and bilateral adnexectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fibromyalgia, myalgia, pernicious anaemia, alopecia areata, asthenia, rhinitis, sinusitis, pharyngitis, gastrointestinal disorder and depression outcome was unknown. The reporter provided no causality assessment for alopecia areata, asthenia, depression, fibromyalgia, gastrointestinal disorder, medical device removal, myalgia, pernicious anaemia, pharyngitis, rhinitis and sinusitis with essure. The reporter commented: a few years after placement of the essure device, in (B)(6) 2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 18-apr-2017: healthcare professional returned questionnaire- essure device removal: patient's age, initials, bmi, history provided. Essure inserted on (B)(6) 2011, removed on (B)(6) 2017 on patient's request (event bilateral salpingectomy and hysterectomy were merged to 1 event "medical device removal"). Patient had experienced "alopecia areata, recurrent pharyngitis/sinusitis, pernicious anaemia, asthenia, depressive syndrome, muscle pain, gastrointestinal disturbances", events starting in (B)(6) 2015. Physician did not know if the events were related to essure. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and underwent a bilateral salpingectomy and total hysterectomy for essure removal at the patient's request (previously reported as bilateral salpingectomy and total hysterectomy) five years after insertion. The event is anticipated in the reference safety information for essure. In the present case, the physician reported that essure was removed by hysterectomy and bilateral adnexectomy at the patient's request. Given the nature of this surgical intervention, it was considered related to essure. Additional non-serious events (regarded as unrelated to essure) were reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected.

Event description:
This case was initially received via regulatory authority (B)(6) on 07-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of salpingectomy ("bilateral salpingectomy and total hysterectomy") and hysterectomy ("bilateral salpingectomy and total hysterectomy") in a female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required), fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia"), pernicious anaemia ("pernicious anaemia one year after essure placement"), alopecia areata ("alopecia areata"), asthenia ("severe asthenia"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), pharyngitis ("pharyngitis") and depression ("depressive syndrome"). The patient was treated with venlafaxine (effexor). At the time of the report, the salpingectomy, hysterectomy, fibromyalgia, myalgia, pernicious anaemia, alopecia areata, asthenia, rhinitis, sinusitis, pharyngitis and depression outcome was unknown. The reporter provided no causality assessment for alopecia areata, asthenia, depression, fibromyalgia, hysterectomy, myalgia, pernicious anaemia, pharyngitis, rhinitis, salpingectomy and sinusitis with essure. The reporter commented: a few years after placement of the essure device, the patient developed the events. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after an unspecified time underwent bilateral salpingectomy and total hysterectomy. These events are anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact indication for the bilateral salpingectomy and total hysterectomy was not specified. Despite the lack of details for a comprehensive causality assessment, given the nature of this surgical intervention, causality with essure cannot be totally excluded and this case was regarded as incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of medical device removal ("bilateral salpingectomy and total hysterectomy / essure removal at the patient's request") in a (B)(6) female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and seasonal allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("muscle pain suggestive of fibromyalgia"), myalgia ("muscle pain suggestive of fibromyalgia"), pernicious anaemia ("pernicious anaemia one year after essure placement"), alopecia areata ("alopecia areata"), asthenia ("severe asthenia"), rhinitis ("rhinitis"), sinusitis ("recurrent pharyngitis/sinusitis"), pharyngitis ("recurrent pharyngitis/sinusitis"), gastrointestinal disorder ("gastrointestinal disturbances") and depression ("depressive syndrome"). On (B)(6) 2017, 5 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with venlafaxine (effexor) and surgery (hysterectomy and bilateral adnexectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fibromyalgia, myalgia, pernicious anaemia, alopecia areata, asthenia, rhinitis, sinusitis, pharyngitis, gastrointestinal disorder and depression outcome was unknown. The reporter provided no causality assessment for alopecia areata, asthenia, depression, fibromyalgia, gastrointestinal disorder, medical device removal, myalgia, pernicious anaemia, pharyngitis, rhinitis and sinusitis with essure. The reporter commented: a few years after placement of the essure device, in (B)(6) 2015, the patient developed the events. Physician did not know if essure caused or contributed to the occurrence of the events. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: medical device removal - analysis in the global safety database 654 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt quality-safety evaluation of ptc: lot number 863567 (production date may-2011, expiration date may-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.